Manufacturer narrative:
The tech, after replacing the head hi/low down and trend valves, replaced the hydraulic manifold to repair the bed.

Event description:
Info received indicates the bed is slowly drifting into the trendelenburg position.